Event description:
The pt's pump and catheter were removed due to infection. No pt symptoms were reported. The type of medication, concentration, a daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.